Event description:
It was reported that the patient's pacemaker presented in backup vvi mode remotely via merlin on demand on (B)(6) 2025. This was confirmed during interrogation at the emergency room (ER). The patient had been symptomatic several days prior to coming to the ER. The time stamp on the backup vvi status report corroborated with the symptoms as the pacemaker entered back up vvi on (B)(6) 2025. The patient was being paced unipolar at 67 bpm. Capture was confirmed. An unknown device issue code was observed on the status report. A device restoration was performed successfully. Testing was performed with normal function. The patient was discharged. Another merlin on demand remote transmission was received with the same issue on 13 jul 2025. The patient became symptomatic and checked into the ER again. Backup vvi was confirmed again with pacing still at 67 bpm. Upon interrogation during this 2nd backup vvi a code indicating a battery fault had occurred was observed. A device restoration was attempted again but was unsuccessful due to the pacemaker losing radio frequency (rf) connection with wand over device during the download, so the restoration was abandoned. The patient was admitted. The device seemed to have failed while in backup vvi. Failure to capture was observed. The patient experienced symptomatic bradycardia with a heart rate in the 20s and atrial standstill. The patient was connected to an external pacemaker. The defective pacemaker was explanted and replaced. The new pacemaker functioned appropriately with no further incident. The patient was stable.

Manufacturer narrative:
The reported event of backup, failure to interrogate and no capture were confirmed. The device was received with no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain a manufacturing process anomaly consistent with header bonding anomaly may have occurred.